Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a service indicator present and will intermittently get stuck during the self test during the initial boot-up.  As a result, defibrillation may be delayed or prevented if it were necessary.  There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: the customer contacted physio-control to report that their device has a service indicator present and will intermittently get stuck during the self test during the initial boot-up. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient use associated with the reported event. The initial medwatch report should indicate: a third party biomedical engineer contacted physio-control to report that their customer's device has a service indicator present and will intermittently get stuck during the self test during the initial boot-up. As a result, defibrillation may be delayed or prevented if it were necessary.   There was no patient use associated with the reported event. (B)(6). New information for supplemental medwatch report: it was later confirmed by the reporter, a third party biomedical engineer, that the customer has declined service on their device. At the customer's request, the third party biomedical engineer returned the device to the customer unrepaired. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third party biomedical engineer contacted physio-control to report that their customer's device has a service indicator present and will intermittently get stuck during the self test during the initial boot-up.  As a result, defibrillation may be delayed or prevented if it were necessary.   There was no patient use associated with the reported event.